Event description:
User facility reports that 1.5 hours into dialysis treatment a separation occurred between the main arterial tubing and the arterial dialyzer connector. Due to possible contamination the blood volume in the extracorporeal circuit was discarded and pt administered antibiotics. Ebl = 250cc. No patient injury is reported; a new line was set up to complete treatment.